Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb alarm went off when the cannula was connected with the co2 insufflation port of the btt. It was unable to insufflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The btt was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The btt was observed to be completely intact. No visual defects were observed to the btt short port. The btt was evaluated for mechanical use. No improper flow was observed when the flow of air was passed by a syringe full of air through the insufflation port. No nonconformance was observed to the balloon or inflation port. An inflation test was conducted. The balloon was inflated and submerged in plain water to observe the presence of bubbles. The device passed the inflation test, it remained inflated and no bubbles were observed under submersion. Based on the received condition of the device, the reported failure for "improper flow or infusion" was not confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb alarm went off when the cannula was connected with the co2 insufflation port of the btt. It was unable to insufflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.